Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of two and six week follow up medical appointments, no patient complications were reported. All other information is unknown and unavailable.